Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in a vehicular accident and was hospitalized. She was the driver of the vehicle and when she was admitted into the hospital her blood glucose was 48 mg/dl. The patient stated that she had gotten dizzy despite having already eaten and she blacked out behind the wheel. The patient is unaware of the cause of the low blood glucose level. She went to a diabetes center to have the pump checked and programmed correctly so as to prevent lows. Troubleshooting was declined, so the customer was advised to call the 24-hour helpline for accidence whenever an issue occurs in order to troubleshoot. The customer agreed and understood. No products were shipped or returned.